Event description:
Customer reported a leaking stopper. Additional information received 5/31/2023: it was reported by the customer "the product was used on a patient however we had to troubleshoot the insertions in order to ensure a safe insertion. The device was discarded."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.